Event description:
A report was received that following injection user was unable to engage the safety mechanism and needle bent at a 90 degree angle. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.